Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Manufacturing date and use by date not available. Concomitant product: addr01 implantable pulse generator 2010.

Manufacturer narrative:
Per analysis of the returned product, no further analysis is required.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo and had cosmetic environmental stress cracking (esc). The outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. The outer insulation of the lead was observed to have blood ingression.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and high thresholds due to a fracture. The lead was explanted and replaced with a new rv lead. During the procedure, the insulation on the proximal end of the right atrial (ra) lead appeared to be thin. The ra lead was then explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.